Manufacturer narrative:
Evaluation summary: it is unknown how many times this instrument has been used. It is likely that this part failed due to fatigue. Without additional information, the exact cause cannot be conclusively determined at this time. Evaluation: visual inspection shows the left spike is fractured off the sword at the base of the spike. The remaining spike is not bent or damaged and its diameter is conforming to the print specification. The base subassembly has been modified in the field. There is mushrooming on the insertion/extraction knob and many dings and scratches on the rest of the part which gives the impression of significant use. Device history records indicate all components were manufactured and inspected to specification. No manufacturing abnormalities could be detected.

Event description:
It was reported that as the surgeon was impacting the sword into the patient's femur, the sword's spike bent. The spike then broke off on the back table as the scrub tech attempted to straighten.